Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 18-year-old male with congenital heart disease, undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 insertion was aborted due to the inadequate size of the subclavian and the tortuosity and unique anatomy of the patient. A decision was made that although very close to a successful implant, it was in the best interest of the patient to abort the case, remove the 5.5 from the body and leave the existing impella cp in place for now.